Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 the certas valve (ID 828824pl) was returned for evaluation. Device history record (DHR) - the product code 82-8824pl with lot 6748242, conformed to the specifications when released to stock. Failure analysis- the position of the cam when valve was received was at setting 1. The valve was visually inspected, no defect noted. The valve passed the test for programming. The complaint was unconfirmed. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, the possible root cause for the issue reported by the customer could be due to improper handling of the device. At the time of investigation no function issues were noted.

Event description:
Medwatch report #: 5201770000-2023-8076 a facility reported that a physician was unable to program the certas valve (ID (B)(6)). The event happened during set up for surgical procedure, the patient was not in the operating room yet. The physician grabbed the second programmer using the same valve, but was still unable to program. Therefore, the physician grabbed a new valve and was able to get it to program properly. The first valve was believed to be defective.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.